Event description:
It was reported that the camera head system was not working, after connecting the camera, there was no vision and the screen remained black. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on connector pin of the cable unit and leakage coming from switch unit. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.